Event description:
Pt has large parietoccipital avm; was admitted for third stage of embolization. Procedure done and catheter was withdrawn; md was unable to remove catheter and it was fractured leaving a fragment of the catheter in the left vertebral, basilar and post cerabral arteries. Pt had diplopia and arm numbness post procedure which were largly resolved by discharge. Discharged on anticoagulation protocol.